Manufacturer narrative:
Device evaluation: the device related to the reported events of deflation, other-medical, inflammation/irritation, fever and capsular contracture was received on october 29, 2025, with lot number 3334324. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ deflation: observed an opening through microscopic inspection assessed as fold flaw opening. No further actions are required as it is not related to the manufacturing process. ¿ other-medical: unable to observe through visual inspection as it is a physiological phenomenon. ¿ inflammation/irritation: unable to observe through visual inspection as it is a physiological phenomenon. ¿ fever: unable to observe through visual inspection as it is a physiological phenomenon. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases and wear abrasion) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient's husband reported left side "chills", "fever", "implant hot/warm to touch" and "deflation". Fever and chills are not device related. Patient's husband later reported "something wrong with implant again". Healthcare professional later reported deflation. Afterwards healthcare professional reported "capsular contracture". Later healthcare professional reported "exchange with no complaint against the device". Later healthcare professional reported "collapse" and unknown baker grade. Device was explanted and replaced. Device was returned.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-07089. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation, capsular contracture baker grade unknown

Event description:
Patient's husband reported left side "chills", "fever", "implant hot/warm to touch" and "deflation". Fever and chills are not device related. Patient's husband later reported "something wrong with implant again". Healthcare professional later reported deflation. Afterwards healthcare professional reported "capsular contracture". Later healthcare professional reported "collapse" and unknown baker grade. Device was explanted and replaced. Device will be returned.